Event description:
There was heat damage to the tray of an olympic warm scale (olympic smart scale, model 23/28). There was no patient injury because no patient was in the scale at the time of tray damage. No specific date for the heat damage event was provided. The scale was received for repairs on june 8, 2007. At the time this incident was reviewed, the device damage was determined to be caused by improper servicing and insufficient maintenance. However, this case was reviewed again in light of MDR manufacturing report #3018859-2008-00001 to be reportable by MDR.

Manufacturer narrative:
Evaluation summary & corrective action: the warm scale was returned to olympic medical for repair. It was determined that the heater coil was stretched out due to improper service; the heater was removed and stretched during hospital service. The stretched portion of the heater coil was nearest to the over-temperature thermistor sensor assembly; this resulted in overheating and damage to the tray. Note that the device was beyond its useful life. It was shipped on 2/25/98 and had a product life of 9 years so its end of life was 2/25/07; the incident occurred in approximately may of 2007. More importantly, the problem could have been detected earlier with annual heater calibration checks as specified in the instruction manual. However, no heater calibration checks were performed during the lifetime of the device. As part of MDR manufacturer report #3018859-2008-00001, a notification is being sent to all warm scale 23/28 customers to check the heater coil for uneven spacing and/or sagging in their warm scales. If they have any scales with a bunched, stretched, uneven or sagging heater coil, they should return the scale to olympic medical for service. This customer notification will also include a reminder to perform annual heater calibration as provided in the instruction manual.